Manufacturer narrative:
Initially, 3-d matrix (3dm) become aware of this event on or before 18nov2021. The previous quality assurance manager attempted to contact the complainant on 18nov2021. No further evidence of contact between 3dm and complainant. On 20apr2022, the new quality and regulatory manager became aware of this complaint and immediately attempted to contact the complainant. Between 20apr2022 and 02may2022, 3dm made three attempts to discuss with the complainant with the final attempt resulting in a meeting scheduled. The complainant was not able to attend the meetings but on 18may2022 the sales manager spoke to her about the incident and the background information about the event was provided at that time. On 03may2022, 3dm began the installation process to submit reports electronically. The process was not verified as completed until 01jul2022 and the quality and regulatory manager began working on the report at that time.

Event description:
A doctor reported a patient involved in a surgical procedure with purasinus required hospitalization due to a re-bleed.